Manufacturer narrative:
S/w 3.18e, retainer ring = clear. Patient passed away on (B)(6), 2021, and pump was returned with no allegation. On case-(B)(4) (svn: (B)(6)) (B)(6), 2020, the customer alleged for pump was beeping every 1 to 2 minutes. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the data test at 0.0874 inches. Pump monitored for several minutes, and no unexpected beeping noted. History download was successful using thus and carelink upload was successful. In further full review of the pump history found no event date of aug 19, 2020, due to the pump history starts from (B)(6) 2021 to (B)(6) 2021. No pump error 63 alarm or unexpected alarms/alerts in the pump history noted. Unit had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: on (B)(6) 2021 daily total of all insulin delivered = 24.375. On (B)(6) 2021 daily total of all insulin delivered = 44.4. On (B)(6) 2021 daily total of all insulin delivered = 44.4. On (B)(6) 2021 daily total of all insulin delivered = 34.4. On (B)(6) 2021 daily total of all insulin delivered = 34.4. On (B)(6) 2021 daily total of all insulin delivered = 14.4. On (B)(6) 2021 daily total of all insulin delivered = 14.4. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery analysis test. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, cracked battery tube threads, case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Patient passed away on (B)(6), 2021 and insulin pump was returned with no allegation. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: 06/15/2021 dailytotalofallinsulindelivered = 24.375. (B)(6) 2021 dailytotalofallinsulindelivered = 44.4. 06/17/2021 dailytotalofallinsulindelivered = 44.4. 06/18/2021 dailytotalofallinsulindelivered = 34.4. (B)(6) 2021 dailytotalofallinsulindelivered = 34.4. 06/20/2021 dailytotalofallinsulindelivered = 14.4. (B)(6) 2021 dailytotalofallinsulindelivered = 14.4. Device tested ok. Device returned with no allegation. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the customer passed away at home. The cause of death was deemed natural causes. The customer had a previous diabetes complication that resulted in a urinary tract infection and a tubing being placed through their kidney 2 weeks prior to the customer's passing. The caller stated that the customer had a diabetes complication and a tubing being placed through their kidney due to a urinary tract infection, that may have led to the customer's passing. The customer¿s blood glucose was over 500 mg/dl at the time of death. The customer's blood glucose was 128 mg/dl the night before they passed. The customer was wearing the insulin pump at the time of death. The customer was using sensors. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated the customer's core was still warm at 2 o'clock in the morning and the paramedics tried to work on her but it never stayed steady. The caller agreed to return the insulin pump for analysis.